Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: (B)(4) 2016, UDI#: (B)(4) ; product ID: 37085-60, serial/lot #: (B)(4), ubd: (B)(4), UDI#: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins and extensions were explanted as a result of infection. The issue was resolved after explant of the devices.